Manufacturer narrative:
Device evaluated by MFR: analysis of the catheter (B)(4) found the catheter body had a dried drug, blood, or foreign material occlusion, the previously reported method code 4114 has been updated to 10. The previously reported results code 3221 has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml, 1265.5 mcg/day) via an implantable pump for intractable spasticity. The hcp stated that the patient "doesn¿t seem to be responding very well to the therapy". The caller stated that the patient's hcp wanted to make sure that the catheter was intrathecal vs subdural. The caller did not mention any specific symptoms. When asked when the symptoms began, the caller stated, 'it's been a while, it's been months, it predated the revision". The caller stated the issues pre-dated a pump and catheter replacement in (B)(6) 2019 and have "persisted since the replacement". A dye study was planned to be performed on the date of this call. No further information was provided. On (B)(6) 2019, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It reported the patient's tone was not well controlled and dose increases did not help improve the patient's tone. A dye study was attempted but was not completed due to not being able to aspirate. Surgical intervention was performed to replace the catheter on (B)(6) 2019. The issue was resolved at the time of this report.